Event description:
Event #1 [redacted date]: noted [redacted date] when our tracker detected the same product information for event on [redacted date]. 50cc add-vantage bag of ns found to have a pinhole leak. Bag not hung, sequestered for evaluation. Product code 2b0042, lot p430821. Event #2 [redacted date]: situation- two 50 ml 0.9% nacl bags noted to be leaking prior to use. Background- rn was preparing IV medication for administration. She noted that fluid was leaking from top seam of the saline bag prior to adding medication. She discarded the first bag and attempted to use a second bag but noted the second bag was leaking also. Both bags were the last ones from the multi-pack. Second bag was not used for medication administration. (Lot #p444996, exp. [Redacted date]). Assessment- a new multipack was opened. The subsequent bag was intact and used for medication dilution. Inspection of remaining multipacks did not show any obvious signs of leakage. Recommendation- continue to inspect products and equipment prior to use. Recommend rn [redacted name] be recognized for her great catch in her attention to detail to prevent potential contamination from reaching the pt. Produce code 2b0042 and ndc 0338-0553-11. Lot p444996, exp [redacted date].